Event description:
Pharmacist called lfs-canada to report that customer's meter was set in the wrong unit of measurement. Ccr walked pharmacist through changing the unit of measurement back to mmol/l. Pharmacist indicated that due to the wrong unit of measurement, customer overdosed on insulin and had to be hospitalized. The pharmacist replaced patient's meter after patient was released from the hospital because patient felt that the meter was not functioning properly. Ccr called the customer regarding their meter, which was set in the wrong unit of measurement. Customer explained that on september 1, 2002 before supper patient obtained a "251 mg/dl" and believed it was a "25.1 mmol/l" and took 30 units of humalog accordingly. Approximately 5 to 6 hours after dinner, at around 11:30 pm patient was found wandering through the house and speaking incomprehensibly. Patient was taken to the hospital, where patient had a blood glucose level of "1 mmol/l" (unknown if measured at the lab or on a hospital meter). The hospital treated patient with juice and admitted patient for the evening. The hospital advised the customer that their meter was set in the wrong unit of measure and patient was advised to get the meter replaced. On september 2nd patient's meter was replaced by their pharmacy. Customer explained that their prescribed diabetes medications are normally based on the meter results and may have explained why patient had been feeling "draggy" throughout the month of august. Patient believes that their meter may have been set in the wrong unit of measure, since the end of july or beginning of august. The measurement may have changed after patient had changed the batteries. Since the replacement was processed by the pharmacist, no replacement was made by the ccr.